Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A suture break can be caused by a number of factors including, but not limited to too much tension applied, or the suture was nicked. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted pre-close placement of the proglide sutures in the arteriotomy site prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture broke occurred. The suture was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.